Manufacturer narrative:
Results- one unused sample was returned and the customer's defect was confirmed. Conclusions- root cause: due to manufacturing. Pinching of the tubing at the hub load or the front barrel load stations.

Event description:
It was reported that the bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in tube had been cut upon opening the package. No medical intervention/injury reported.

Manufacturer narrative:
The initial MDR was submitted without a 510k number. The 510k of this device is k030573.